Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was started with tandem technical support; however, the check was unable to be completed. Customer will reportedly change pump supplies and resume insulin delivery. Customer's blood glucose was 357 mg/dl at time of alarm.